Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that high thresholds and undersensing were observed on the ra lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was noted that the right atrial (ra) lead had an 'issue'. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.